Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to the lens base broken, the turret wheel bent and the bottom chassis deformed. The device evaluation also found the front panel blinking due to the socket slider switch intermittently causing high-intensity mode. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the air buttons on the light source box were not illuminating on the evis exera iii xenon light source. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the turret wheel bent and lens base broken and the indicated phenomenon [the air buttons are not illuminating] occurred. Olympus will continue to monitor field performance for this device.